Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 179 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The insulin pump alarmed motor position encoder error at one point. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the rewind, self test, idle current, run current, basic occlusion, prime and displacement tests. Unable to perform the off no power, unexpected restart, occlusion and no delivery alarm tests due to the motor error alarm. The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No rtc problem alarm was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.